Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap appendectomy the small grey tube fell into cavity .there was no injury to the patient. The surgery time did not exceed 30 minutes and there was no blood loss or tissue loss.